Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that there insulin pump got wet after playing with water balloons. The customer states that there is fluid under the screen of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a frozen display due to moisture damage to the electronics. Moisture damage was found on the motor. No alarm could be verified due to the frozen display. The insulin pump had a cracked case at a display window corner, broken reservoir tube lip and minor scratches on the display window.